Manufacturer narrative:
Device was received with a critical pump error alarm due to incomplete plug in of force sensor flex. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Unable to download pump history due to immediate critical pump error alarm during download attempt. A broken force sensor was detected during seating or regular delivery error unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm, and not able to rewind the insulin pump. The customer's blood glucose value was 136 mg/dl at the time of incident. The customer stated that they able to saw pump error before critical pump error image on screen. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.